Event description:
Subsequent to the initial medwatch report, additional information received indicated the following information: reportedly, there was resistance felt during insertion of the device and a cuff miss occurred. A second proglide device was used with the same result. A third proglide device was used to achieve hemo+stasis.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, there was resistance felt during insertion of the device and a cuff miss occurred. A cuff miss occurred with a second and third proglide device. Hemostasis was achieved with a fourth proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of occurrence corrected to (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4) - device not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Three unused, sterile proglide devices with the same lot number 30915k1 as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.